Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when opening the package of the 10.0x29mm omnilink elite stent delivery system (sds), the stent was noted to be dislodged from the balloon; therefore, the sds was not used in the procedure. There was no patient involvement and no clinically significant delay in the procedure. Another same size omnilink stent was used in the procedure. No additional information was provided.